Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that  back in (B)(6) of 2020 the pump "shut down" while in the magnetic resonance imaging (MRI) and they had to wait 1 hour for a mdt representative (name asked, unknown) to show up to start the pump back up. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue. They also stated they were having an MRI of their right shoulder and needed a representative to be there. Patient services reviewed information and provided the nas number.

Event description:
Additional information received from the healthcare provider who reported that clarified the pump shutting done. The pump was stalled due to magnetic field from MRI, (B)(6) 2020. The cause for the pump shutting down was determined. Per the healthcare provider, it took a very long time to confirm the motor¿s operation, (over 1 hour or so). The actions and interventions taken to resolve the pump shutting down was they asked the patient to come to the clinic on the same day since the could not confirm by the report, but by the time she came, the pump was confirmed to be operational.

Manufacturer narrative:
H6: device code a26 no longer applicable for the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.